Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: date of birth: requested, not available due to hospital policy. A3b: gender: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that hemostasis was successfully achieved with the angio-seal device. However, postoperative ultrasound revealed a stenosis in the superficial femoral artery (sfa). Although calcification was known to be present around the puncture site, it appeared to be more than two (2) cm away from the puncture site. However, as the insertion sheath was inserted deeper than expected, the anchor caught in the calcification and deposited in the vessel, causing the stenosis in the sfa. The stenosis will be treated at a later date. The patient had not recovered yet. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. The physician reported a causal link between this event and the device cannot be ruled out. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was five (5) mm. There was moderate calcification around the puncture site. The patient had a primary disease of chronic limb threatening ischemia (clti). An ultrasound was performed to diagnose the vascular insufficiency. Additional information was received on 27aug2024: the stenosis was treated on (B)(6) by implanting an eluvia stent (boston scientific). The above treatment had been successful, and the patient's condition was stable. Hemostasis was initially attempted with the angio-seal; however, complete hemostasis was unable to be achieved with the device. Therefore, in addition to the use of the angio-seal, manual compression was applied.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been deployment of the components with excessive depth and the presence of calcium resulting in improper positioning of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).